Manufacturer narrative:
The following elements have blank data: unique device identifier (UDI): for type of device: screw, fixation, bone.

Event description:
Patient was brought to operating room. For elective removal of hardware. Synthes broken screw removal kit was requested and delivered to sterile field. While looking for the appropriate instrument for extraction of hardware, there was a lack for patient care equipment.

Event description:
Patient was brought to operating room for elective removal of hardware. Synthes broken screw removal kit was requested and delivered to sterile field. While looking for the appropriate instrument for extraction of hardware, there was a lack for patient care equipment.